Event description:
It was reported that during use on a patient the ventilation stopped due to loss of oxygen supply. No injury or serious impaierment of patient´s state of health reported. The patient was connected to a spare device.

Manufacturer narrative:
There was no involvement of manufacturers service representative after the reported event. The event was reported by the user facility to the national authority only. The event description does not allow clear conclusion if the device had a malfunction - the oxygen connection to the device is a screwed connection with a hose connecting an external pressure reducer to the high pressure oxygen suplly bottle. The event description indicates a loose/lost of this screwed connection. No further information could be obtained. Due to the very limited information available no further investigation could be done. The manufacturer concludes that a loss of oxygen supply will be indicated/alarmed by the device - the loss of ventilation will be obvious to user who must monitor patient and ventilation (emergency transport ventilator) - an alternative ventilation equipment must also be available (refer to the instructions for use). The case has been closed due to unsufficient information. H3 other text : device not available for investigation.